Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information received through the treating physician, a review of the device history record, log files, labeling and similar events reported to procept. A review of the device history record (DHR) for serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. In addition, do not use the system in the following: · inability to safely stop anticoagulants or antiplatelet agents perioperatively. A review for similar complaints under serial number (B)(6) confirmed no other similar events reported to procept. A review of similar complaints across all other systems confirmed a total of 24 similar events. A root cause for the reported event could not be determined. The patient has a medical history of being on anticoagulant medication, which had been stopped prior to the aquablation procedure. The aquabeam robotic system instructions for use lists bleeding as a potential risk of the aquablation procedure and includes warning against using the system on patients with the inability to safely stop anticoagulants or antiplatelet agents perioperatively. Based on the information provided by the treating physician, plus the review of the log file, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that two (2) days post aquablation procedure the patient was admitted to the hospital due to bleeding and was administered a blood transfusion (per the manufacturer's instructions for use, bleeding is listed as a perioperative risk of the aquablation). The patient had a medical history of being on anticoagulant medication, which was stopped prior to the aquablation procedure and had not yet been restarted post procedure. The patient was taken back to the operating room (or) for clot evacuation and cauterization to address the bleeding. No adverse health consequences were reported with the patient due to this event. No malfunction of the aquabeam robotic system was reported.